Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the user had been unable to identify the drug in the back-order facility formulary. A technical support specialist (tss) enclosed two files, one containing the entire document and the other providing an excerpt from it. The process involving two pockets loaded with the same medication under vending rules was referred to as sequential drain. The tss included the how it works guide for the es system along with the specific section of the document that explained the sequential drain process to the customer to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to locate a medication listed as backordered on the facility formulary. The customer indicated that the back-order notification box was not triggering. They also inquired about how to remove a medication that was on back-order status. The customer requested to provide a simplified explanation rather than referring them to a document. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.